Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via that the customer had high and low blood glucose levels at the time of incident and was having issues getting in to the automode. It was reported that the customer had high blood glucose levels of 5.8 mmol/l, 4.8 mmol/l and 17 mmol/l. The customer treated high blood glucose levels with insulin pump and the blood glucose levels went down to 3.0 mmol/l. Troubleshooting was performed. The customer treated low blood glucose levels with orange juice. It was reported that the customer did breakfast. Product is not expected to return.